Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-446a-2574: the fiber/glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate char on metal surface; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information received: joules used: 84,129. Time expended: 00:04:20.